Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01226.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via left common femoral vein due to post deep vein thrombosis (dvt). Patient is alleging tilt and vena cava perforation. The patient further alleges ¿difficulty urinating, chest and physical pain.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿conclusion: ivc filter below the renal veins without evidence of migration or fracture. No evidence of ivc thrombosis. Several filter prongs extent 3-4 mm beyond the plane of the ivc without evidence of penetration to adjacent structures. This is a chronic process.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2014. The patient alleges to have been injured without further explanation.